Event description:
I had the novasure procedure done sometime in (B)(6) of 2012; at this same time I had a tubal ligation procedure. In (B)(6) 2013, I began to suffer from debilitating pain, which lasted for weeks and always came back. I am not suffering from post ablation tubal sterilization syndrome. It had been explained to me that areas of my endometrium were missed or not burned enough, leading to fluid filled cysts underneath scar tissue. These consequences were never mentioned to me, neither are they listed in the pt considerations for the product or on hologic's official webpage. On (B)(6), I underwent a vaginal hysterectomy to correct this failed ablation; it is even listed as a failed procedure in my hospital records. I am still waiting for the pathology report to determine if any other side effects were present. The issues I am experiencing have not been mentioned on the FDA's page either.